Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, heart block, fatigue and light-headedness. Right ventricular (rv) lead exhibited intermittent loss of capture, high thresholds, and undefined high impedance. A lead impedance warning also occurred on rv lead. The rv lead was reprogrammed, capped and replaced. No further patient complications have been reported as a result of this event.